Event description:
It was reported that at the last 2 refill visits, the patient felt that the drug was diluted down and was not given a printout. The patient also took ¿outside medicine¿ and had more pain than normal. Church was reportedly missed as a result of the severe pain. It was also noted that the pump "did good" on one spot and did not do good on his hip, shoulder, and neck. The cause of the symptoms was unknown. The last drug refill the patient had was on (B)(6) 2015. It was later reported that the patient saw another pain specialist on (B)(6) 2015, as he was discharged from his previous health care provider (hcp). Per the patient, the new hcp did not "do oral medications and pain pump medications", they only "did pain pump medications." The new hcp reportedly thought the intrathecal (it) dose was too high for the pump and the personal therapy manager (ptm). They then decreased the dose or "turned the medication down 30%" and stopped the ptm. The hcp was to keep weaning the patient down, keep the patient on saline for 6 months, and wean off the other medications. The patient was to follow-up with the hcp to talk about this further. Reportedly, the hcp speculated that the drug crystalized, causing possible catheter and pump issues. An MRI was recommended, however the patient was against it, as he thought the insurance would not pay for it. However, they found out that it was not an insurance issue. After the it dose was decreased and the ptm was stopped, the patient reported going through withdrawal and experienced 10 days of vomiting. He was having tremors and was in the hospital; he was admitted on (B)(6) 2015 and was still there, as of the report date. The patient thought it was related to the drug infusion system. It was also reported that they would not be able to refill the pump when it needed to be refilled. The pump was infusing dilaudid (hydromorphone).there was additional information reported regarding withdrawal post implant, that was not relevant to this event and therefore was omitted.

Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4), product type: programmer, patient; product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).